Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset. The customer's blood glucose level was 220-230 (mg/dl). The customer had reloaded the cartridge and resumed insulin prior to contacting tandem technical support. Reportedly the customer had manual injections as alternate insulin therapy.